Event description:
It was reported that during a ptca/stent procedure in the "cx", resistance was encountered between the balloon catheter and the guide wire on advancement. Reportedly, the balloon catheter was used in spite of the resistance (contrary to IFU) in order to dilate the two lesions. After removal from the anatomy, the guide wire was removed from the balloon catheter and thrombus was found in the "im". At some point in the procedure, a dissection was seen in the "cx", which resulted in a slower flow into the "cx" marginal. An attempt to stent the dissection was unsuccessful, and vessel access was lost. The pt was transported to another hosp for additional therapy. No other info was reported.